Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump experienced a time clock anomaly. It was reported that insulin pump gained ten minutes in three months. It was reported that after time was adjusted, it gained one minute. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functioned properly during basic occlusion and occlusion tests. The insulin pump was programmed and monitored with the correct time and date, no time loss or gain noted. The insulin pump was uploaded using carelink pro; listed all test data. No history anomaly noted on carelink pro. The insulin pump had a scratched case.